Event description:
Litigation alleges that patient has experienced severe pain. Additionally, it is alleged that toxic amounts of cobalt and chromium are making their way into patients hip joint and blood stream.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, patient was revised to addressed failed painful right metal on metal total hip arthroplasty. Operative notes indicated mildly necrotic tissue, underbelly of the muscle, all metallic-stained tissue, damage tissue and synovalized metal -stained tissue removed with bovie electro cautery. The trunnion itself appeared pristine with damage to the posterior side f the neck. The anterversion of the stem appeared to be 10-15 degrees. The acetabular component is anteverted and slightly vertical. Added laboratory result and medical history.